Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an m4 alarm on the centrimag system was not able to be confirmed. The returned centrimag motor (serial number:(B)(6)) was functionally tested and performed as intended for an extended period of time. Atypical events were unable to be reproduced throughout testing. Provided information indicated that the motor was exchanged, and no further m4 alarms activated. No log files were provided. The motor was returned to the rental pool. The root cause of the reported event could not be determined via this investigation. The device history record was reviewed and revealed no deviations with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. L) section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. L) section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3, m5, m4, and flow-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a1: patient identifier cannot be determined. Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the customer observed a m4 alarm on the centrimag console while operating the centrimag. The centrimag pump was properly seated and secured with the retention screw. The alarm resolved when the customer put pressure on the top of the centrimag pump. The customer pulled the motor from use and swapped for a new one. No further m4 alarms were noted with the new motor. It was later reported on (B)(6) 2025, that the patient was on support when the motor issue occured. The patient was not directly impacted by the event.